Manufacturer narrative:
This device is used for treatment, not diagnosis. The microplex coil system (mcs) is intended for the endovascular embolization of intracranial aneurysms and other neurovascular abnormalities such as arteriovenous malformations and arteriovenous fistulae. The mcs is also intended for vascular occlusion of blood vessels within the neurovascular system to permanently obstruct blood flow to an aneurysm or other vascular malformation and for arterial and venous embolizations in the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Based on the investigation findings the complaint cannot be confirmed. The device displays evidence of detachment via thermal heat, which is a sign of using a v-grip detachment controller. It appears the coil was detached, however it was not observed by the user. (B)(4).

Event description:
The customer reported that during the embolization treatment of a left anterior mca aneurysm, the coil prematurely detached within the microcatheter. The coil and microcatheter were removed together without incident. No harm was reported.